Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced mis-rotation of the lens due to anatomical anomalies and high original prescription. In a separate visit a the lens was exchanged and the problem resolved. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.